Event description:
Account alleged that the stretcher's brake steer pedal was soft.

Manufacturer narrative:
Technician troubleshooted stretcher and found the connecting rod broken. This allowed the stretcher to lock in brake mode but only at the head end. Technician replaced the brake steer to resolve the issue.